Manufacturer narrative:
This report is submitted on jul 19, 2021

Event description:
Per the clinic, the patient experienced an infection at the abutment site resulting in the abutment being removed (treatment for the infection is unknown).